Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. . The customer also reported other blood glucose values such as 565 mg/dl, 520 mg/dl. The customer treated high blood glucose with manual injection and bolus. The customer was reported that the insulin pump had motor error. The customer stated that the drive support cap appears to be normal. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and able to rewind the insulin pump. The insulin pump passed displacement test and manual prime was successful. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.